Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified intravia container was torn at the top of the bag. The torn bag was discovered during an unspecified process step and it was unknown if there was patient involvement. There was no report of patient injury or medical intervention associated with this event. No additional information is available.